Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. A red screen was displayed on the programmer indicating the safety mode parameters. Technical services discussed the parameters and recommended emergent device replacement. The local sales representative confirmed the physician was made aware of the need for device replacement and noted the patient was hospitalized pending the procedure. No adverse patient effects were reported.